Event description:
The system 7 single trigger rotary was sent for service due to running on its own without user activation. There was no patient involvement and no adverse consequences associated with the device.